Event description:
Patient treated with device, developed burns on the bottom of her feet. Patient sought medical attention at an ed, burns assessed to be 2nd degree and treated with prophylactic antibiotics and silvadene.

Manufacturer narrative:
Burning is a normal outcome of treatment with uvb therapy, and is actually indicative of successful treatment. However, burns causing open wounds are not considered normal. A company representative followed-up with the patient, and confirmed the initial reported information and confirmed that the patient had healed from her burns. A company representative also spoke to the treating facility and confirmed the device in question and the treatment parameters. The treatment parameters were normal per the treatment protocol. Additionally, a field service representative evaluated the device at the treating facility, and determined it was operating within specification. We do not believe the device malfunctioned to cause this adverse reaction; it remains unclear why the patient burned severely enough to require medical treatment. As stated above, burning is normal an all patients react differently to uvb exposure. Upon initial review of the complaints details, it did not appear to be a reportable incident. After further review and discussion, photomedex later determined it was necessary to report this incident. This explains the time lag in reporting.